Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed de novo lesion was located in the moderately tortuous mid left anterior descending (lad) artery. The physician advanced the 2.5mm x 15mm apex monorail balloon catheter. Upon the first inflation to 12atms, the balloon ruptured. The device was removed from the patient intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)